Event description:
A physician reported a pt who received her first skin test in the left forearm on 5/9/97 with equivocal results and received a second skin test in the right forearm on 6/30/97. On 7/4/97, the pt developed a red swollen lump at the right forearm test site. On 8/12/97, she was seen with the first test site on the left forearm hard, indurated, swollen, redness 1 cm in size with a central area of fluctuance. The second skin test site on the right forearm was a big red swollen lump without abscess formation. The pt reported that the symptoms intermittently flared. The physician diagnosed a positive skin test with abscess formation, suggested that the pt apply warm compresses to the area, and prescribed benadryl and motrin.